Event description:
In late 2007, a clinical study pt was treated with a gore tag thoracic endoprosthesis. Angiogram revealed the pt was evident with a type I endoleak and type ii endoleak. A coil embolization was performed to treat the type ii endoleak. The proximal type I endoleak is persistent over 30 days, and no reintervention date has been scheduled to treat the type I endoleak. Post operatively, the pt suffered from hypertension, diminshed pedal pulse, post procedure bleeding, increased creatnine, post implant syndrome and anemia. Hydrazaline IV medication was given to the pt to treat hypertension. The pt recovered from the diminished pedal pulse without treatment on the same date. Pressure dressing and sterile strips were used to treat the bleeding. Increased creatnine was treated with aggressive fluid resuscitation. Post implant syndrome was treated with tylenol. The pt suffers from anemia and is being treated with 2 units of packed red blood cells during follow-ups.

Manufacturer narrative:
A review of the manufacturingg paperwork has been conducted. The review of the manufacturingg paperwork verified that this lot met all pre-release specifications.